Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery fault lights was a damaged connector on the battery pack. Pin 5 was physically damaged which prevented proper mating with battery charger connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The damage connector was replaced. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.

Event description:
A male patient called lifecor customer support to report that when one of his battery packs is placed on the charger the battery fault light lights. Support had him try the battery in the monitor and the monitor would not boot. Support sent the patient a replacement battery.